Event description:
(B)(4). The dealer reported that the unspecified ihcs carroll healthcare bed leg assembly brake mechanism was jammed and it would not engage or disengage properly. There was no injury reported.